Event description:
It was reported that the patient presented during device check in clinic. It was noted that there was rise in left ventricular lead capture threshold. Lead was reprogrammed to provide adequate safety margin. The issue was resolved without any complications to the patient.

Event description:
New information received on (B)(6) 2018 notes that the patient had pre-existing conditions such as cardiomyopathy, sleep apnea, hypoparathyroidism and admitted from heart failure clinic. Patient also had orthopnea, abdominal swelling, paroxysmal nocturnal dyspnea and leg swelling.